Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on ¿(B)(6) 2015, at approximately 1-2pm¿. The patient reported obtaining inaccurate a high blood glucose result of ¿437mg/dl¿ on the subject meter compared to ¿197mg/dl¿ on a freestyle meter, the results were obtained less than 30 minutes apart. The patient manages his diabetes with insulin self-adjuster ¿lantus 21 units in am, 30 unit¿s pm, humalog 3 times a day¿. On ¿(B)(6) 2015, at approximately 12:30pm¿ the patient reported taking his usual dose of medications including sliding scale. On an unspecified time after the alleged product issue the patient reported he developed the symptoms of ¿shaking and dizziness¿ the patient reported on an ¿unknown time¿ that same day, he self-treated with food and or drink. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct testing steps were carried out and the blood glucose results were taken from an approved sample site. Cca also noted that the test strips were stored correctly and within their expiry date, the test strip vial was intact and the patient did not have control solution to carry out a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.